Event description:
Report rec'd from the USA stating that during routine maintenance the device was "running hot." The device was not used in surgery. There were no injuries reported and no medical intervention was required. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent.